Event description:
Testing indicates (B)(6). Visually the panels showed growth in the (B)(6) and the instrument reported no growth. The correct results were reported to the physician, treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Evaluation: method: actual device not evaluated - visual and instrument read discrepancy. Results: no results available since not evaluated performed - testing indicates based on visual reading of panel performed an incorrect mic was provided. Conclusion: device not returned - no evaluation will be performed - occasional mic discrepancies occurs. There are no reports of adverse health consequence associated with the discrepant results.